Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent two cardioversions to abort atrial fibrillation. The ICD was unable to be interrogated after cardioversion. As a result, surgical intervention was undertaken to explant and replace the device. No patient symptoms were reported.

Manufacturer narrative:
No conclusion code available. The reported inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench and no anomalies were noted. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the battery depletion.